Event description:
It was reported that pump battery depleted faster than normal, requiring frequent charging and raising safety concerns about reliability, and that pump generated unexplained errors and alerts, including occasional altitude warnings and situations where pump had to be completely reset. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.